Event description:
It was reported that an incompatible g7 wearable was shipped to patient. The patient stated that the sensors the patient received were incompatible with his tandem pump. The patient was reportedly calling to reconfirm that there was a set of g7 sensors that are not compatible with tandem pump and that his distributor was well aware of the issue. According to the patient, he had been feeling sick for 3 days prior to the call since he started using the g7. His glucose level was reportedly "all over the place" (no bg or cgm value specified). The patient noted that whenever he eats, his sugar goes down instead of going up. He mentioned that this happened the night prior to the call. His unspecified values went down to 50 mg/dl after eating and he ate candy to bring it up. The patient stated that because of the incompatibility of the sensors sent by his distributors, it resulted in sudden fluctuations of glucose values that resulted him being taken to the emergency rom (ER). At the time of the report, the patient was in the ER and medical intervention in the ER was not specified. During this time, his unspecified reading was 223 mg/dl. The day prior to the call it was it was 352 mg/dl. Due to the sudden fluctuations, he was worried that he might have a heart attack. Because of this and an unrelated existing cut on his hands (showing symptoms of black and blue coloring of wrists with suspicion of infection) he decided to go to the ER. The patient experienced irregular breathing and difficulty catching his breath. The patient noted that his readings from his phone display device with his fingerstick was getting the same reading, but the tandem pump was not registering the values comparing to the readings in the finger prick due to cgm incompatibility with the pump. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.